Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in the pt's coronary artery. Upon attempted balloon catheter inflation, it was reported that the balloon burst at 5.5 atmospheres of pressure. In response, another balloon catheter was introduced to fully expand and successfully deploy the stent. There were no additional complications reported relative to this event.